Manufacturer narrative:
New information on sep 7, 2015 indicated that the patient¿s condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated procedure, externalized cables were observed on the rv lead. No further information is available.